Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00500105028, lot: 64628874, liner 28 mm i.d. For use with 50/51/52 mm o.d. Shells. Part: 00500105100, lot: 64485255, shell 51 mm o.d. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00295, 0002648920-2021-00298.

Event description:
It was reported that a patient underwent a hip arthroplasty subsequently, 7 months later the patient is being considered for a revision due to pain. Patient currently has a partial hip and will transition to total hip. Only cup, liner and head to be revised. Attempts have been made and no further information has been.